Manufacturer narrative:
The report from the affiliate indicated the following: during a procedure on a male pt, the balloon burst. The burst pressure was not known. The target vessel was the femoral artery which was reported to be calcified. The procedure was completed successfully with another balloon. There was no reported pt injury. The prod is available for eval and testing. However, the prod has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt.

Event description:
Balloon burst.